Manufacturer narrative:
The lot was manufactured between june 9-10, 2020. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have contributed to the rupture condition; no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of ce intermate sv (small volume) ruptured after being injected with 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.